Event description:
It was reported that while stimulation was turned on the patient would have a surging sensation. Movement did cause stimulation changes; when the patient would get into certain positions, the stimulation felt painful and strong, but resolved when she would change positions. There was no known accident or incident related to this. Her stimulation was providing the same coverage as it did before and was good. That patient had not required any reprogramming and lead movement was not suspected. The patient did lose about 100 lbs. Over the past year. Impedances were in the normal range: 400's for case pairs, 500-600's for bipoles, and therapy impedance was 795 ohms. It was also reported that the device currently showed 26.5 months and the patient was way past that. The device showed battery 'ok.' Subsequent information received reported that the surging in stimulation was due to positional changes. The patient continued to experience this surging with certain positions. Impedance results were normal (low-side) and the patient reported good coverage, so no reprogramming was performed.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3487a-33, lot# v008877, implanted: (B)(6) 2006, product type lead. (B)(4).